Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes stopper pops off. This was discovered during use. The following information was provided by the initial reporter: tubes releasing the stopper before and after centrifugation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9094687. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-04-04. Medical device lot #: 9024656. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-01-24. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes stopper pops off. This was discovered during use. The following information was provided by the initial reporter: tubes releasing the stopper before and after centrifugation.